Event description:
The customer reported that the screen would go black and the sys would display a communication error message. This would result in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.